Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred at the start of the left coronary treatment procedure. The procedure was delayed for 15 minutes and completed by rebooting the system. The philips field service engineer (fse) inspected the system onsite, replicated the issue and confirmed that the screen appears to be lagging. To resolve the issue, fse recreated image store on the image processing pc (ippc). The same issue reoccurred after few days, where fse will be implementing of field safety corrective action (2023-igt-bst-027). After fsca implementation the system will be returning to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a three second delay when pressing the foot switch and both exposure and fluoroscopy seemed to be lagging on the screens. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.